Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. Implant surface not completely covered with bone. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. At theevent the patient experienced: increased sensitivity. No further patient complications were reported.